Event description:
Nurse reported that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level was 1180 mg/dl at the time of admission. Nurse reported that the customer was currently being treated in the intensive care unit. During troubleshooting, the insulin pump's alarm history showed that several error alarms and no delivery alarms had recently been returned. Troubleshooting was not completed at the time of the call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).